Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The legal manufacturer was unable to conclusively determine a root cause. However, based on the results of the device evaluation and similar reported complaints, the legal manufacturer determined the likely cause was debris inside the channel due to insufficient cleaning. Because the wall inside the channel was found to be torn, it is likely that a therapeutic accessory or something sharp contacted the wall inside the channel, resulting in debris, such as a piece of the wall or other component, falling out of the channel. The instructions for use contain the following statements: using endotherapy accessories: when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. Using endotherapy accessories: insertion of endotherapy accessories into the endoscope: when the bending section of the endoscope angulates significantly and insertion of an endotherapy accessory becomes very difficult, straighten the bending section as much as possible. Inserting the endotherapy accessory with excessive force may damage the instrument channel and/or the endotherapy accessory.

Manufacturer narrative:
The device was returned to olympus and evaluated. The reported problem of "failed leak test" and "torn channel" were verified; a boroscope was used to inspect the channel and a large tear mark was observed on the channel wall, causing a leak from the channel. No debris was observed inside the channel. Based on the results of the device evaluation and similar reported complaints, the most likely cause of the reported event can be attributed to user handling. The device instructions for use contain the following statements: warning: "when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury." Warning: "if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury."

Event description:
A user facility reported to olympus that the device failed a leak test. In addition, a torn channel and foreign material falling off from the channel were reported. There was no patient injury or harm, associated with the problem, reported to olympus.